Manufacturer narrative:
H4: device manufactured on august 18, 2022- august 19, 2022. H10: the actual device and a photograph were received for evaluation. A visual inspection of the actual device with and without magnification did not observe particulate matter in the fluid path of the device. The fill port cap was removed with no issue noted in the connector or cap area of the device. However, on the left side of the photograph two unknown colorless to white elongated particles were observed in the fluid path of the device. Therefore, the reported condition verified during the visual inspection of the photograph however, was not verified during evaluation of the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a, ¿small particle¿. The pm was observed during the visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.